Event description:
It was reported that the patient's ipg would continuously not stay on the programmed settings and shut off. The patient had the entire system replaced. Further information is being requested from the hcp.

Manufacturer narrative:
Final device analysis for the 7427, both 7489 and 3093 revealed no anomalies found. There were no device failures.